Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d.2a, d.2b, d4, d.6a, d.6b, g2, g4, h4, h6.

Event description:
Healthcare professional reported "pain and tenderness". The device has been explanted. After explantation, an anchor breast lift was performed.

Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6 additional, corrected and/or changed data:

Event description:
Patient reported right side rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). Healthcare professional later reported "pain and tenderness". Device has been explanted.

Event description:
Patient reported right side rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.